Event description:
It was reported via email that the customer had motor error alarms on the insulin pump. It was also found the insulin pump was slow to deliver insulin. The customer also reported there was a long delay when the insulin pump was powering up with new batteries. The customer also reported frequent battery changes. Customer also reported the insulin pump was slow and a rattling noise was heard. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.